Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Arms the analysis results confirmed that the device was returned in good visual condition, fully deployed, the bag damaged and the suture torn. Upon evaluation, the bag was noted fully cinched; however, the bag was found torn. One arm was noted broken inside the bag. No signs of stretched material. Following precautions should be taken: ( do not attempt to remove the bag with specimen through the trocar as this may lead to bag rupture and spillage of contents.) (Care should be taken to avoid contact of the bag with sharp instruments, cutting devices, electrocautery and laser or other instruments.) (Excessive forces should be avoided during bag extraction.)the manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device broke in the procedure and they had to remove a piece from the patient. No contents of the pouch fell into the patient. It is not known how the case was completed. There were no patient consequences reported.